Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged, and fluid was able to flow through the fluid path with no signs of struggle. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 22.2 mmol/l (399.6 mg/dl) with ketones present. The pod was worn longer than 48 hours on the hip/buttocks. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.